Event description:
It was reported that the customer experienced a malfunction on the pump, indicated by a malf 9 code. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump, after which the issue did not recur. The customer was advised to continue using the pump and to contact support if the malfunction code appeared again.